Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: june 24, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that handle does not hold screwdriver shaft. Event occurred during cleaning process; there was no patient or procedure involved. Concomitant part reported: screwdriver shaft (part and lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received a manufacturing investigation was conducted/performed. The report indicates that: during a manufacturing investigation, the functionality of the coupling has been tested with the function gauge (B)(4). The function test has shown that the locking feature does not work as intended. The coupling has been disassembled to find the cause of malfunction. It has been determined that the security bolt (B)(4) does not move anymore due to residues and contamination of the coupling part. It is likely that the handle-medium mini-quick-coupl 311.012 has not been cleaned sufficiently during reprocessing. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.